Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that the insulin pump had keypad responding issue at the time of unlocking the insulin pump. Customer¿s blood glucose level was unknown. Customer reported that the number was not ramping on their own and scroll bar was not moving with no input. The up or down sometimes got issue. Customer reported that the keypad was not exposed with moisture. Customer reported that the button were responding. The insulin pump will be returned for analysis.